Event description:
The facility reports a pump with a broken door on channel 2. Although attempts were made to obtain additional information form the reporting facility, details were no available regarding the set up of the infusion device. Information regarding whether or not the device was in use on a patient when the problem was found was also not available and no additional contact information was provided. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.